Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not a factor and the iliacs were severely calcified. The stent grafts were ballooned with a coda balloon. It was reported that post procedure a fabric, type 3 endoleak was noted. The physician requested a second limb to successfully repair the right limb and this successfully resolved the endoleak. The endoleak was confirmed to be a fabric type 3 endoleak which was caused by over inflation of the balloon in the calcified iliac artery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak), failure to follow instructions (over ballooning the limb), user error contributed to event (over ballooning the limb).